Event description:
On 09/20/93 an ipp device was implanted. On 4/6/94 the tunica was repaired. On 9/9/97 the cylinders and pump were removed from the patient and replaced, using a dacron graft bilaterally due to pseudoaneurysm - corpus cavernosum and dehiscence.